Event description:
Complainant alleged that while monitoring a pt in cardiac arrest for 52 minutes with no problems, the device prompted ¿shock advised¿ and when the clinician pressed the shock button, the device failed to discharge and prompted "release shock" and "change batteries" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.